Event description:
A female pt reported experiencing "conjunctivitis" and "eye infections" (unconfirmed after using complete moistureplus multi-purpose solution). She had symptoms of bloodshot eyes and visual disturbance. Reportedly, her ophthalmologist prescribed vigamox and quixin antibiotic eye drops. She recovered from the first two "infections". At the time of report, she was experiencing a third "infection." Status of pt recovery is unk. Despite 3 follow-up attempts to the pt, no further information was received. The pt indicated that she used three units of complete moistureplus (see related MDR# 2020664-2006-00118 and MDR # 2020664-2006-00119). Root cause is unk.

Manufacturer narrative:
Batch record review of the reported lot was performed and no deviations were noted. Chemistry and microbiological testing on a retained unit was performed; results indicate that the product as released from the manufacturer was sterile and within specification.